Event description:
Physician assistant reports a male pt had a total right hip replacement on (B)(6) 2014. They report it was a routine surgical prep and a surgical cover dressing was applied to post-operative surgical site. On (B)(6) 2014 dressing was removed and pt was returned to operating room and a second dressing was applied post-operative. On (B)(6) 2014 the home hlth nurse changed the pt's dressing and noted blisters; weepy areas; red inflamed in the area of the hydrocolloid mass.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the product was used for four days. It was further reported that the area was covered with non-adherent dressing. The physician assistant reports they saw the pt yesterday and the area was progressing well. It was reported that the product lot number is unavailable. A request for additional pt/event info was sent on 04/16/2014. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.